Event description:
Jp#2 -400 ml- top of bulb partially separated and not maintaining suction. Replaced with new bulb. Same problem occurred. Replaced a 2nd time with a 100 cc bulb. Obvious flaw w/ 400ml design.